Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2009. According to the complainant, post procedure on (B)(6), 2009, the patient had peritonitis and a wound infection. The patient was successfully treated with an antibiotic, ciproxin. The procedure was completed with this device. The patient's condition was reported to be okay.

Manufacturer narrative:
The exact date of birth is unknown; however, the year the patient was born is (B)(6). The complainant indicated that the device will not be returned for evaluation as it is implanted; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2009. According to the complainant, post procedure on (B)(6), 2009, the patient had peritonitis and a wound infection. The patient was successfully treated with an antibiotic, ciproxin. The procedure was completed with this device. The patient's condition was reported to be okay.

Manufacturer narrative:
(B)(4).